Event description:
Heartmate 3 left ventricular assist device (lvad) patient presents with first event driveline infection requiring hospitalization (k. Pneumonia, e. Cloacae & e. Faecalis). Cat scan did not reveal fluid collection, so debridement was not required. Six-week course of IV zosyn was prescribed, followed chronic oral suppression with bactrim.